Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was stated the device is being held at the facility for an internal investigation. As the device was not returned for evaluation, visual and functional inspection was unable to be performed. No device information was reported as the device was not returned to stryker sustainability solutions. Therefore, the device history record (DHR) was unable to be verified. The reported event may be attributed to: shipping damage, handling damage subsequent to distribution from stryker sustainability solutions applying pressure between instrument blade and tissue pad without having tissue between them prolonged activation (in general or against solid surfaces) repeated use of instrument beyond intended use the instructions for use (IFU) state: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. For optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline. Note: do not touch the instrument to metal while activated. Note: do not clean the blade tip with abrasives. It can be wiped with a moist gauze sponge to remove tissue, if necessary. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the harmonic scalpel did not function. The teflon pad fell apart, leading to a minor delay to replace the device. The customer had no additional details to provide. However, there was no patient injury or medical intervention reported. These are commonly used devices that are readily available.